Manufacturer narrative:
The investigation of the returned pod found evidence of an internal fluid leak. Discoloration was seen inside the device and residual fluid was found around the battery compartment and on most surfaces of internal assemblies. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels. Lot qualification test results for this pod lot (l30390) revealed four failures for an internal pod leak. The root cause of the fluid leak in each instance was determined to be from a leak at the cannula seal. Insulet has initiated an internal investigation to identify the root cause of this failure mode. The investigation is in-process as of the date of this report.

Event description:
The customer reported that she had applied a new pod before going to bed. Five hours later, she woke up "feeling really sick"; her bg level at the time was "high" (greater than 500mg/dl). As soon as she got up, the pod initiated a hazard alarm; she immediately removed and replaced the device. She administered a series of correction boluses with the new pod and, by the next morning, her bg levels had successfully lowered (down to 182mg/dl). The suspect device will be returned for evaluation.